Event description:
The patient had a positive result during the trail until she pulled one of the leads out. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).